Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26oct2020.

Event description:
It was reported to philips "check vent: backup alarm failed" alarm occurred. The philips sales representative received a call on this issue then confirmed the reported phenomenon on site. A diagnostic code consistent with backup alarm failed occurred in the repair center and an occurrence record(s) of the error was also confirmed in the drpt (diagnostic log). It was also confirmed that the backup alarm did not sound. It was recommend to replace the cpu (central processing unit). The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm as airflow was delivered properly and no patient harm occurred and the unit was swapped out and it has not been reported that there was a patient therapy delay and the medical intervention was required due to this failure. The cpu board was replaced to resolve the reported issue. Unit was checked overall, cleaned, run in tests and functionally tested.

Manufacturer narrative:
G4:(B)(6) 2021. B4:(B)(6) 2021. A central processing unit (cpu) was returned for analysis. It was determined that ls1's built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.